Manufacturer narrative:
G4: 26sep2019, b4: 27sep2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that fi is not required. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the center of its lower part display operates itself. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the center of its lower part display operates itself. There was no patient involvement.

Manufacturer narrative:
MFR received date: 04 sep 2019. The manufacturer¿s international service technician confirmed the reported nav-ring issue. The service technician replaced the front bezel to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.